Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable were broken. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instruments distal pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visible scratch marks on the surface of the pulley. Failure analysis concluded that the mechanical indentation and burr damage may have been likely due to mishandling/misuse. Failure analysis investigation also found the instruments conductor wire had insulation damage. The conductor wire by the yaw pulley had damage with some black plastic lifted up and possibly some missing, since the lifted part only covered partial damage. Failure analysis concluded that the insulation damage may have been likely due to mishandling/misuse. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damaged cable and various scratch marks with light material removal, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci abdominal perineal resection surgical procedure, it was noted that the fenestrated bipolar forceps instrument tip was not working and the wrist was not moving. The instrument was replaced with another instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.